Event description:
It was reported that the patient underwent surgery in 2007 and a sling was utilized. The pt developed infection and sustained unspecified injuries following the surgery. No additional information is provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.